Event description:
Additional information was received that the right atrial (ra) lead dislodged for a second time and was explanted nine days after it was originally repositioned. The physician believed the cause of the second dislodgement could have either been due to continued twiddler's syndrome or possible lead structural remodeling from the initial twiddler's event. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate shocks. An x-ray was performed which revealed that the patient dislodged both the rv and right atrial (ra) leads due to twiddler's syndrome. A revision procedure was performed where the ra lead was successfully repositioned. The rv lead's helix would not extend or retract thus it was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.